Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient developed a rash under the lifevest. The rash was reportedly located underneath the back therapy electrode pads and was described as red, itchy, and raised. Follow-up indicated that the irritation had improved with the use of liquid benadryl, which was suggested to be used by the patient's doctor.